Event description:
The customer reported a damaged covers with requiring replacement of keys of the heartstart mrx. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.